Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure for an 8cm malignant stricture, performed on (B)(6) 2010. According to the complainant, there was difficulty experiencing in deploying the stent to the stricture. The anatomy was reported as tortuous, in the third portion of the duodenum. The device was not used through the working channel of the scope, as it required a bigger working channel. It was reported that the device was introduced in a direct way with the support of the fluoroscopy and a contrast media, and post-visual help of the endoscope. The stent was 95% deployed, but the remaining 5% could not be deployed as the system could not be moved any further. The physician applied a major force in order to release the stent, and applied lubricant to the final part of the sleeve, but it still could not be completely deployed. The physician then cut the steel tube and was able to manually deploy the stent. According to the complainant, there was adequate placement of the stent through the stricture. It was reported that the distal ends were expanded and there was partial dilation at the level of the stenosis. The physician assessed this event as unlikely to be related to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that prior to going to bed on (B)(6) 2010 at 1:00 am he tested his blood glucose at and obtained a 105 mg/dl. He ate 2 biscuits and took 10 units of bolus insulin. Approximately 3 hours later, the patient went into convulsions. The patient's girlfriend, who is a physician, contacted the paramedics. She then tested the patient's blood glucose was tested on his meter at 4:00 am and obtained a 69 mg/dl. Paramedics arrived and tested the patient using their meter and obtained a blood glucose reading of 20 mg/dl and treated with a glucagon injection. The patient was sleeping during this entire incident. The paramedics stayed with the patient for an hour. The patient does not recall what his blood glucose reading was prior to the paramedic's leaving. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading, he took insulin and later went into convulsions and had to be treated by paramedics for a blood glucose reading of 20 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The facility returned the device for service. During service the baxter repair technician reported fail code 500. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.